Event description:
Revision surgery: (B)(6) 2020, initial surgery: 10/30/2019, left knee, bmi 27,2. Associated medwatch-reports: 9610612-2021-00082 (B)(4), 9610612-2020-00976 (B)(4) . Involved components (aufführen in d11 + c2): nl472 - univation f meniscal comp.t3 rm/lm 7mm - lot 52520450.

Manufacturer narrative:
Additional leading device was reported under MDR#: 9610612-2021-00082. Investigation results: leading device: reference code: no188z, device name: as univation xf femur cemented f4 lm, serial number: n/a, batch number: 52511975, manufacturing date: 2019-03-25. Reference code: no164z device name: as univation xf tibia cemented t3 lm serial number: n/a batch number: 52511806 manufacturing date: 2019-04-15 involved component: nl472 - univation f meniscal comp.t3 rm/lm 7mm. Visual investigation: the femoral-as well as the tibial component show no device failure or serious damage. The components were examined visually and microscopically. The femoral and tibial component show bone cement residues on the whole intended area/coated surface. This indicates that a loosening between the bone and bone cement has taken place. The bone cement shows only a partly bone anchorage (cement interlock into the bone trabeculae) has taken place. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are two similar complaints agianst the same lot number 52511975 and 52511806. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. A product safty case was initiated for further investigations and root cause analysis. Any action regarding CAPA will be adressed withi this case.

Manufacturer narrative:
Investigation results: visual investigation: 16 filters have been received. 11 filters are torn from the center hole area outwards, 2 filters do have damaging signs in the general filter material area and 3 filters are without damage signs. The filter show a slight coloring on the surface in a red-orange coloring. The regular condition would be without any tears or damages. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 2 (5) probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary. Associated medwatch-reports: 9610612-2020-00892 - (B)(4), 9610612-2020-00893 - (B)(4), 9610612-2020-00894 - (B)(4), 9610612-2020-00895 - (B)(4), 9610612-2020-00896 - (B)(4), 9610612-2020-00897 - (B)(4), 9610612-2020-00898 - (B)(4), 9610612-2020-00899 - (B)(4), 9610612-2020-00900 - (B)(4), 9610612-2020-00901 - (B)(4), 9610612-2020-00902 - (B)(4), 9610612-2020-00903 - (B)(4), 9610612-2020-00904 - (B)(4), 9610612-2020-00905 - (B)(4). This report is being re-submitted as follow-up 2; follow-up 1 failed as "duplicate" through webtrader.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with jk090; reusable filter for container. According to the complaint description, the filter were damaged/torn. Mainly, holes or cracks in the central circle are observed. It is difficult to say for sure how many passes these filters have undergone. The average estimate would be 190 passes with a minimum of 12 cycles and a maximum of 600. There was no described patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference: (B)(4). Associated medwatch-reports: 9610612-2020-00892 - (B)(4)- jk090; 9610612-2020-00893 - (B)(4)- jk090; 9610612-2020-00894 - (B)(4)- jk090; 9610612-2020-00896 - (B)(4)- jk090; 9610612-2020-00897 - (B)(4)- jk090; 9610612-2020-00898 - (B)(4)- jk090; 9610612-2020-00899 - (B)(4)- jk090; 9610612-2020-00900 - (B)(4)- jk090; 9610612-2020-00901 - (B)(4)- jk090; 9610612-2020-00902 - (B)(4)- jk090; 9610612-2020-00903 - (B)(4)- jk090; 9610612-2020-00904 - (B)(4)- jk090; 9610612-2020-00905 - (B)(4)- jk090.